Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump fell in the water and alarmed. The customer was in spain and was not available at the time of the call. The patient's blood glucose level was unknown at the time of the call. The phone line was difficult to hear and the mother hung up the phone. The product was not returned for analysis.